Event description:
It was reported that blood leakage as a few drops from the gas outlet was observed. (B)(4).

Manufacturer narrative:
The device has not been received for evaluation. A review of the quality control process indicates that a 100% functional inspection for leakage is performed during manufacturing. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. The test is carried out at 1 bar (~14 psi) for a time period of 75 minutes at a flow of 10 1/minute. During this time each oxygenator is checked for leakage. We have introduced a customer notice concerning the problem, the potential risks and a recommendation for handling in the event this failure occurs. ((B)(4)). Additional information: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component is registered under 510(k): k082117. A supplemental report will be submitted as soon if new information becomes available.